Event description:
The complainant reported a 53-year-old male patient presenting for off-pump coronary artery bypass surgery. One day after implant, it was noted that the purge pressure increased and the pump subsequently stopped. The pump was removed and the patient was placed on ECMO for continued support. There was no harm to the patient as a result of the pump stop.

Manufacturer narrative:
The impella device was not returned by the customer and therefore, investigation of the device was not possible. Should any new information be returned, a supplemental MDR will be filed.

Manufacturer narrative:
Following the initial report, the pump was returned for further evaluation. Testing of the device successfully replicated the reported failure. A visual inspection found that the catheter to kink protector bond had been compromised due to an inadequate amount of adhesive. This inadequacy allowed the catheter to twist freely. As a result, the purge line was found kinked/coiled in the red handle and subsequently caused the high purge pressure. As the purge flow was then inhibited, blood was able to enter the purge line and stopped the pump. Should additional relevant information become available, a follow up report will be submitted.